Event description:
It was reported that during a catheter change procedure, slow balloon deflation occurred. The physician was using this 12.0 x 40, 75cm mustang balloon catheter to dilate the superior vena cava (svc) using a 10cc syringe with a 70/30 ratio of contrast to saline. When the syringe was pulled back, the balloon deflated slow. Multiple inflations were performed this way. The physician switched to a 20cc syringe, and the issue persisted. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).